Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency department after experiencing dyspnea upon exertion. A device check showed the right atrial (ra) lead experienced oversensing during atrial arrhythmias. Follow up with the patient's clinic indicated that the patient was seen approximately three weeks later for a device interrogation and there was no oversensing noted during that check. The lead remains in use. No further patient complications have been reported as a result of this event.